Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1102505) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
On 07/11/11, aci, received a copy of a medwatch report (B)(4) filed by the risk manager of the user facility to FDA on (B)(4) 2011. The event description was reported as, "patient had a new mynx closure device inserted after ptci procedure. Patient later developed a large tomato size hematoma post procedure. Manual pressure was held to site and hematoma was pressed out." No further information was provided.